Event description:
The device's previous manufacturer, invacare, contacted ventec via email to report the following event: "invacare has been informed about an incident with an invacare platinum 9 oxygen concentrator (serial no.: not known yet; manufacturing month and year: not known yet). We [invacare] received the following information: "this matter popped up today because one of the devices user´s get asthma attack because of the smell of oil. The user was taken to the hospital. We don't have yet any more information or incident report about this case. Further information [invacare] received: "we [distributor] got yesterday evening little more information about the incident and it was not so bad than the first information we got. User is in home care and needs supplemental oxygen when necessary. The user had some kind of illness attack at home (no knowledge what), the personal nurse give the user supplemental oxygen according to instructions with platinum 9. After a while, the user announced that could not use supplemental oxygen because the smell of oil made user fell sick. The user was taken to hospital just in case, but is already at home, with an oxygen concentrator from a different company." The patient was taken to the hospital as a precaution and released back home with no further issue(s) or harm reported. No further details about the patient were provided.

Manufacturer narrative:
H6: the initial reporter did not provide a device serial number. As a result, section d4, UDI#, is currently "unknown" and section h4, device manufacturer date, shall be left blank. If the serial number is received, these fields shall be updated accordingly. The device has not been returned to ventec for evaluation. At this time there is insufficient information to determine if the device use contributed to the patient's alleged discomfort and brief subsequent hospitalization, as the patient was already experiencing a medical event prior to being placed on the oxygen concentrator. Because this event occurred outside of the united states, the previous device manufacturer, invacare, is performing the investigation. Invacare advised ventec that they have requested additional information about the reported event, as well as the product for investigation. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device¿s previous manufacturer, invacare, advised ventec that they have made several requests to the reporter for additional information, but that no new or additional information has been received. Invacare was advised by the reporter that they ¿have not received any more information about this case.¿ due to the limited information regarding this event, invacare has advised ventec that no further investigation could be performed, stating: ¿we have not received the affected platinum9 concentrator back although we asked for it. We also did not receive any pictures of the affected device. The serial number of the affected device is also still unknown and therefore the manufacturing date cannot be determined. Since we only received limited information and did not receive pictures of the device nor the device itself, no further investigation could be performed. Therefore, it is not possible to confirm the stated fault ("smell of oil") nor to establish a root cause for the reported incident.¿ the cause of the reported issue and the patient's alleged discomfort could not be determined.